Event description:
Patient was being given a bath. Patient grabbed fill hose for security before aid could get the hose away from the patient, the hose disconnected causing patient to lunge forward. As patient fell forward she grabbed her safety belt, the safety belt released and resident slipped off of seat. Patient suffered a borken leg.